Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: occlusion alarms due to high force were verified in the black box and history. Testing was unable to duplicate any occlusions during investigation. Force sensor calibration reading was in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas and alleged the following: the pump has been emitting occlusion alarms more frequently than expected. There is no allegation of an adverse event. This issue is being reported as it was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).